Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on september 10, 2021. Upon further investigation of the reported event, the following information is new and/or changed: d4 (additional device information - added exp date). G3 (date received by manufacturer) . G6 (indication that this is a follow-up report). H2 (follow-up due to additional information). H6 (identification of evaluation codes 11, 3331, 4114, 3221, 19). Type of investigation #1: 11 - testing of device from same lot/batch retained by manufacturer. Type of investigation #2: 3331 - analysis of production records. Type of investigation #3: 4114 - device not returned. Investigation findings: 3221 - no findings available. Investigation conclusions: 19 - cause traced to user. The affected sample was not returned for evaluation; therefore, a thorough investigation could not be conducted. Details of the event included information that incorrect generator settings were being used. A representative retention sample was reviewed with no anomalies to the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that during vein harvesting, the virtuosaph sparked. As per the sales associate, the vsp was sparking, they use valley lab generators and had to 40 then turned to 60. He explained that its recommended was 8-10. As per the clinical specialist, the sparking is more than likely a result of the very high generator settings. Product was changed out. Procedure was completed successfully.